Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01085.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01085.

Manufacturer narrative:
Evaluation: results: as received, both leads were incomplete, cut into two pieces (stimulation end and terminal end), consistent with explant damage. The leads passed continuity testing at the terminal ends segments.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.